Manufacturer narrative:
The manufacturer previously reported information alleging failed service. There was no harm or injury reported. During the evaluation of the device at the third-party service center, the device failed a test step during testing. The device's proportional valve and three-way solenoid valve were replaced to address the issue.

Manufacturer narrative:
H3 other text : device not returned to manufacturer.

Event description:
The manufacturer received information alleging failed service. There was no harm or injury reported. The device has not been returned to the manufacturer. At this time, the manufacturer is unable to confirm the alleged malfunction. A follow-up report will be submitted when the manufacturer's investigation is complete.